Event description:
A customer had a problem with the dual lumne PICC. The customer reports "on may 2nd the dual lumen PICC. The customer reports on "may 2nd the PICC came out and the site was leaking. The PICC was d/c'd due to the leaking.